Event description:
It was reported that a pump declared an altitude alarm. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting as the pump was set to be replaced.